Event description:
Post cardiac catheterization lab procedure the angio-seal vascular closure device was used. The patient leg was found to be pale and pulseless, requiring the patient to be transferred to the operating room for vascular surgery intervention.